Event description:
It was reported that there was inlet gas pressure issue.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker china. The technical service report indicates: replaced 2400069 high pressure unit cplp and 0105209207 pneumatic unit compl lpu 04. Probable root cause: 1. Software malfunction. 2. Power supply malfunction. 3. Insufflator design. 4. Unwanted movement of internal components / wiring. 5. Use error. 6. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. 7. Mio board malfunction. 8. Bam board malfunction. 9. Lcd assembly failure. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was inlet gas pressure issue.